Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value note: manufacturer contacted customer on 2/27/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improve from the time initial contact according to her husband. However, unsure if the customer is still experiencing any diabetic symptoms. The customer is resting at this time. After several attempts of follow-up call in order to ensure the customer's condition- unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of pain and excessive urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed is stored by customer according to specification in the location. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 07/19/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states that the e-5 error is being seen after the blood sample has been applied. The customer does not want the meter replaced because she does not think it is the meter but her. She is someone who suffers from high blood sugar and the doctor is aware of it. Advised the customer to contact the doctor for assistance.